Manufacturer narrative:
Concomitant medical products: 7122q competitor lead, implanted: (B)(6) 2021; dtma1d4 crt-d implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bacteremia.  The entire system was explanted.  No further patient complications have been reported as a result of this event.